Event description:
The pt contacted lifescan (lfs) in 2005 and alleged that his one touch ultrasoft lancing device was not functioning. The lancet is loose and it falls out. At the time of troubleshooting, it was verified that this was not a new product and that the pt was using lfs brand lancets. His technique used to collect the sample was reviewed to be correct and he was using the product according to the instructions. His technique to remove/install the lancet was also reviewed and was correct. The pt visited his doctor due to the issue. He was not given any medical treatment or intervention. There is no report of adverse event.